Event description:
The customer reported the fiber was noticed to have commenced forward firing at 181413 joules. The procedure was completed with a second fiber. No pt or end user injury was reported. Add'l details were requested by the MFR and have not been obtained.